Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/22/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? Could you please clarify whether a single suture broke multiple times during the surgery, or if multiple sutures broke during the procedure? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a left eye pterygium excision+autologous mucosal transplantation procedure on (B)(6) 2025 and suture was used. When the doctor used the suture to suture the incision on left eye pterygium excision+autologous mucosal transplantation, it was found that the suture broke several times after passing through the surface of the conjunctiva. The suture was replaced, affecting the surgical process, resulting in prolonged operation time of the patient. There were no patient consequences reported. Additional information was requested.